Manufacturer narrative:
Product analysis: kinks were visible on the hypotube. Visual inspection confirmed that the stent was not present on the balloon. Stent crimp impressions were visible on the exposed balloon surface. The distal tip was slightly damaged. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a moderately calcified and mildly tortuous proximal cx lesion exhibiting 80% stenosis. No issues were noted with the device packaging. The device was removed from the hoop/ tray with no issues noted. The device was inspected with no issues noted. No difficulties removing the protective sheath. Stent inspected post sheath removal with no issues noted. Negative prep was performed successfully. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered during advancement or excessive force required. It was reported that the physician felt the stent get caught on a piece of calcium which resulted in the stent dislodging from the delivery balloon. This occurred before reaching the lesion. The physician maintained wire position and was able to use a regular 2.50 balloon to deploy the stent before it caused a blockage and used an nc balloon to inflate the stent to 3.25mm. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.